Event description:
During implant, increased pacing impedance was observed on the right atrial (ra) lead. The ra lead was also unable to fixate to the right atrium due to the helix. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix anomaly and high impedance. As received, a complete lead was returned in one piece for analysis. The reported event of high impedance was not confirmed. Electrical testing did not find any indication of conductor fractures, but shorting was noted due to the over torqued inner coil at the connector region, consistent with procedural damage. The reported event of helix anomaly was confirmed. As received, the helix was retracted and clogged with blood/tissue. Diagnostic imaging found the inner coil at the connector region severely over torqued consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the inner coil at short length. The full helix extension length was measured within product specification. The cause of the reported event of helix anomaly was isolated to the helix being clogged with blood/tissue and the inner coil over torqued.